Event description:
Left front leg of walker pulled out of socket by resident. Walker leg lowered to floor placing resident off balance resulting in the fall. Resident sustained a 3cm laceration above left eyebrow. Was transferred to hosp emergency room and received 6 sutures to the laceration. Was then returned to this facility.